Event description:
Alleged patient revised due to mom complications: right hip pain and elevated metal ion levels, hypertrophied synovium with metallosis which debrided; ambulating with limp- right.

Manufacturer narrative:
This is the same event as 3010536692-2015-01135.